Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the full lead was returned and analyzed and primary analysis revealed no anomalies. The outer insulation was melted near the proximal end and cosmetic environmental stress cracking was found at various locations throughout the lead. There was blood in/on the helix mechanism and an amount of tissue on the helix. (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient experienced dizziness and lightheadedness. The device could not capture when the patient went from sitting to standing and the device was nearing elective replacement indication. Additionally, the right ventricular lead had thresholds that were variable and high. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.